Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant request was received for the patient's right distal femur. Noted on the form: "...s/p resection and reconstruction right distal femur with stryker (B)(4) and now second episode of aseptic loosening... Retaining 8mm large all0poly tibia." Proposed date of surgery is (B)(6) 2023.